Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement (updated h6). Device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the top case and cracking on the right plunger case. "Primary audible alarm post" error was verified in the biomed menu however the error was not able to be duplicated at power up during the investigation. The cause of the intermittent alarm was not able to be determined during the investigation.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a constant audio alarm error. It is unknown if there was no patient, or clinician injury associated with this event.